Event description:
It was reported that the patient had been hospitalized due to hyperglycemia at al jalila children's specialty hospital on 14apr2025. The patient's blood glucose levels reached 500 mg/dl with ketones present while wearing the pod between 5 and 24 hours on the leg. Symptoms reported include stomach aches, headaches, vomiting, fatigue and hallucinations. At the hospital, the pod was removed, the patient had blood samples taken every 1-2 hours and was given fluid of medicaments for the ketones (name of medicament not provided). A new pod was also applied, and the patient began using manual injections. The patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.